Manufacturer narrative:
Additional information: a4, b5, b7, d8, e1, g1, h6 (ime, imf codes, ime e2402: retching attacks) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a hiatal hernia. It was reported that after implant, the patient experienced recurrence, adhesions, lung was adhesed to hernia sac, pain, chronic nausea, fibrosis, scar tissue, retching attacks, inflammation. Post-operative patient treatment included revision surgery, left thoracotomy, hernia repair with new mesh, belsey IV fundoplication and egd, medication.

Manufacturer narrative:
Additional information: a4, b5, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a hiatal hernia. It was reported that after implant, the patient experienced recurrence, adhesions, lung was adhesed to hernia sac, pain, chronic nausea, fibrosis, scar tissue, retching attacks, inflammation, nausea. Post-operative patient treatment included revision surgery, left thoracotomy, hernia repair with new mesh, belsey IV fundoplication and egd, medication, gastropexy.

Manufacturer narrative:
Concomitant medical products: j<(>&<)>j evicel device (product ID: 3905, lot#: u15f760); abstack15 abs fixation device 15 tacks(product ID: abstack15; lot#: n5d0949mx). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a hiatal hernia. It was reported that after implant, the patient experienced recurrence, adhesions, and lung was adhered to hernia sac. Post-operative patient treatment included revision surgery.